Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 250 mg/dl. Prior to the event, the customer experienced anxiety and panic attacks. The mother declined troubleshooting, and wanted the insulin pump replaced. Nothing further was reported.